Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at her scs extension site. Follow-up identified the issue has not resolved in addition to the patient now reporting the extension is poking out on her rib cage. The patient was given pain patches; however, per the patient, the patches are not addressing the issue and are irritating her skin. No additional information is available at this time.